Event description:
It was reported by the clinician, intra-aortic balloon (iab) was being used on pt presented in cath lab over the weekend. Pt had chest pain 4 days prior to coming to hospital and had probably infarcted prior to presenting in cath lab. Pt had positive enzymes upon arrival. Hospital team put in an iab-05830-u (had to substitute a u for a fiber optix sensor (fos) and staff was confused). Pt coded at time of insertion or shortly thereafter. Md was unhappy with augmentation and timing and insisted on a fos iab. The 30cc-u was discontinued and replaced with a 40cc fos. Hospital had no 30cc fos stock. Volume was reduced to 30cc. There were constant gas loss alarms. Staff switched out pump; this slightly reduced the number of gas loss, but frequent alarms still continued. Med flight transported pt to another hospital and complained of consistent gas loss alarms. At hospital, pt was switched off autocat 2 wave pump, consistent gas loss alarms continued. Staff at hospital switched out two different pumps and when gas loss alarms continued, they discontinued iab and placed an iab-s730c in other leg. This eliminated gas loss alarms. Clinician at the hospital examined iab under fluoroscopy and it appeared that iab was not inflating fully. He also noted some pt tortuosity at the place where iab appeared to not fully inflate. Upon removal, it appeared that iab had unfurled fully. Also strips indicated a normal balloon pressure waveform was normal deflation at baseline. Clinician thought that reducing to 30cc in a 40cc sized membrane was contributing to the problem of possible complete unwrapping being hindered or trapping of gas in folds causing gas loss alarms. Iab being returned is the 40cc fos that was discontinued at hospital and replaced with s730-c.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.